Event description:
It was reported that the right ventricular lead exhibited noise. At the follow-up it was noted that the noise episodes were decreasing; the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.